Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis found that the upper case, lower case, both bail covers and battery drawer were broken, the lead flex cover was corroded, the battery contacts were compressed, the ring was bent and the keyboard window was scratched.

Event description:
It was reported the device only stayed on for 13 to 17 seconds when the battery was removed. The device was returned for repair. No patient involvement or complications were reported.